Event description:
It was reported that the pt presented with irritation/infection following a breast biopsy. The pt was provided with oral antibiotics. No cultures were taken. The pt required placement of a wound drain. The pt is currently doing well.